Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. It was reported that the patient¿s anatomy such as the vessel condition, the short length of the vessel, and the tortuosity caused the distal type I endoleak. From the beginning, the device should have been implanted into the external iliac artery. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as: adequate iliac / femoral access, iliac artery treatment diameter range of 8-25 mm and iliac distal vessel seal zone length of at least 10 mm. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular techniques. Additionally, the IFU states: do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur. Use an accurate radiopaque patient marking method to assure accurate device positioning and deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to improper component placement, occlusion of device or native vessel and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, after all stent grafts were implanted, a digital subtraction angiography revealed a distal type I endoleak at the left common iliac artery. To treat it, a left internal iliac artery was unplanned coil embolized, and an additionally stent graft was implanted to extend to a left external iliac artery. Reportedly, the device unintentionally covered the internal iliac artery. The distal type I endoleak was resolved. The patient tolerated the procedure. It was reported that the patient¿s anatomy such as the vessel condition, the short length of the vessel, and the tortuosity caused the distal type I endoleak. From the beginning, the device should have been implanted into the external iliac artery.